Event description:
It was reported that there was a pixel issue on the pump display. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.